Event description:
Subsequent to the previously filed medwatch, it was found that the patient experienced hypertension during the procedure. Although no treatment was provided for the hypertension, the condition resolved the same day without sequela. The patient's right-sided weakness exacerbation resolved approximately one month after the onset. There was no additional information provided.

Event description:
It was reported that after the successful procedure with the acculink stent in the moderately calcified left internal carotid artery, the patient experienced right sided weakness that was classified as a possible stroke. The patient has a history of previous stroke, but this event worsened the pre-existing condition. The patient was given intravenous normal saline and the hospitalization was prolonged. There were no changes on the CT scans. Two days after the carotid stenting procedure, the patient was transferred to a rehabilitation facility or skilled nursing home. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of hypertension is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Bivalirudin (during procedure), aspirin, clopidogrel; embolic protection: rx accunet. There was no reported product deficiency. The reported patient effects of cerebrovascular accident and weakness are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.